Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this pacemaker experienced a ventricular tachycardia (vt) episode while skiing on vacation. Boston scientific technical services (ts) reviewed and noted an over response of at least one of the rate sensors. Ts discussed that the current mode the device was programmed to was causing some competitive pacing. It was noted that the patients physician had reprogrammed the device before the patient left for vacation as they thought it would make the patient feel better. Additional information was received by the field representative that the device was reprogrammed after the vt episode on vacation and that the patient felt great after reprogramming. The device remains in service. No adverse patient effects were reported.